Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter detached, and tilted with the filter becoming embedded in the ivc wall. The device and filter strut have not been removed after an attempted but unsuccessful percutaneous removal procedure. The detached filter strut is retained in the patient¿s body in the retroperitoneal collaterals posterior of the ivc. The current status of the patient is unknown. New information: it was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter tilted and the struts detached, and perforated into organs. The device was removed via an open abdominal procedure after an attempted but unsuccessful percutaneous removal procedure. It was further reported that detached strut has also been removed via an open abdominal procedure. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a device history record (DHR) review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately after three years five months, a CT of the abdomen demonstrated a mal-aligned ivc filter with three legs that were penetrated out of ivc, and one of the posterior legs was broken off and noted in the retroperitoneal collaterals posterior to the ivc. On the same day, the patient scheduled for filter removal. Ivc venogram demonstrated ivc filter apex appeared to be tilted and abut the posterolateral ivc wall. Multiple legs of the ivc filter extend beyond the wall of the ivc, abutting the aorta wall and extending also behind the aorta. Multiple unsuccessful retrieval attempts and methods were performed using snare and forceps to engage the hook of the ivc filter. In addition, several attempts were also made to remove the detached ivc filter limb. However, the filter limb appeared to have endotheliazed and penetrated the outside of the inferior vena cava wall. The procedure was aborted to avoid procedural complications. Approximately after one year, the filter and detached strut retrieval was performed via open abdominal procedure. The retroperitoneum over the aorta and ivc was exposed and opened. There were 4 tines protruding from the ivc where two of them were adherent into the wall of the aorta and are carefully removed. All the tines that were protruding were cut off with a wire cutter and a small incision was made over the hook end of the filter which was obviously embedded into the wall of the ivc. Finally, the filter was removed. Therefore, the investigation is confirmed for limb detachment, filter tilt, perforation of the ivc and retrieval difficulties. Per medical records, multiple attempts were made to engage the apex of the filter using snare and forceps but were unsuccessful due to filter tilt and embedment. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Some time post deployment, CT demonstrated a mal-aligned ivc filter with three legs that were penetrated out of ivc. Additionally, one of the posterior legs was broken off and noted in the retroperitoneal collaterals posterior to the ivc. Approximately five years five months post ivc deployment, an inferior vena cavogram demonstrated the apex of the ivc filter tilted and abutting the ivc wall with detached limbs and endothelialization to the ivc wall. Multiple attempts and methods were made to engage the hook of the ivc filter but proved unsuccessful. In addition, several attempts were also made to remove the detached ivc filter limb. However, the filter limb appeared to have endotheliazed and penetrated the outside of the inferior vena cava wall. Therefore, the investigation can be confirmed for perforation of the ivc, filter tilt, limb detachment, and retrieval difficulties. Per the provided medical records, the filter was tilted and abutting the ivc wall. This likely led to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b6, b7, g4, h6 (device: 4001). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter detached, and tilted with the filter becoming embedded in the ivc wall. The device and filter strut have not been removed after an attempted but unsuccessful percutaneous removal procedure. The detached filter strut is retained in the patient¿s body in the retroperitoneal collaterals posterior of the ivc. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Medical record review: patient underwent placement of an inferior vena cava (ivc) filter secondary to motor vehicle collision with multiple trauma. Placement was via the right common femoral vein without complications with positioning of the ivc filter confirmed at the infrarenal cava level per follow-up cavogram. A CT of the abdomen demonstrated a mal-aligned ivc filter with three legs penetrating out of ivc, one of the posterior limbs was broken off and noted in the retroperitoneal collaterals posterior to the inferior vena cava. Approximately five years five months post ivc deployment, the patient was scheduled for ivc retrieval. An inferior vena cavogram demonstrated the ivc filter to be in an infrarenal position with no thrombus, the apex of the ivc filter tilted and abutting the posterolateral inferior vena cava wall with detached limbs and endothelialization to the inferior vena cava wall. Multiple attempts and methods (snare and forceps) were made to engage the hook of the ivc filter but proved unsuccessful. The ivc filter was left in place. In addition, several attempts were also made to remove the detached ivc filter limb. However, the filter limb appeared to have endothelialized and penetrated the outside of the inferior vena cava wall. The procedure was abated. Yearly radiologic follow-up surveillance was advised. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Some time post deployment, CT demonstrated a mal-aligned ivc filter with three legs that were penetrated out of ivc. Additionally, one of the posterior legs was broken off and noted in the retroperitoneal collaterals posterior to the ivc. Approximately five years five months post ivc deployment, an inferior vena cavogram demonstrated the apex of the ivc filter tilted and abutting the ivc wall with detached limbs and endothelialization to the ivc wall. Multiple attempts and methods were made to engage the hook of the ivc filter but proved unsuccessful. In addition, several attempts were also made to remove the detached ivc filter limb. However, the filter limb appeared to have endothelialized and penetrated the outside of the inferior vena cava wall. Therefore, the investigation can be confirmed for perforation of the ivc, filter tilt, limb detachment, and retrieval difficulties. Per the provided medical records, the filter was tilted and abutting the ivc wall. This likely led to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (B)(4).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter detached, and tilted with the filter becoming embedded in the ivc wall. The device and filter strut have not been removed after an attempted but unsuccessful percutaneous removal procedure. The detached filter strut is retained in the patient¿s body in the retroperitoneal collaterals posterior of the ivc. The current status of the patient is unknown.